Event description:
It was reported the patient was implanted with a tined lead during a stage 1 interstim procedure on (B)(6) 2013, which was a (B)(6). The patient died on (B)(6) night in his sleep. It was noted that the patient was given ¿very little¿ sedation and everything was reported to be normal for the surgical procedure. The patient met with the manufacturer representative the day of the procedure for follow up and education. Almost three weeks later, it was reported the cause of death was unknown. It was unknown if the cause of death was device related, but it was ¿not believed¿ to be. The location of the patient¿s death was at his home. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va090kf. Product type: lead. (B)(4).